Manufacturer narrative:
Bottle 9 (ethanol) was removed from the instrument for sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset at 15:11pm on (B)(6) 2015. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. However, the variance between the ethanol concentration of 80% measured by the fss using a hydrometer on (B)(6) 2015 and that calculated by the instrument software of 99.7%, indicates that an error occurred during completion of this action. Bottle 9 (ethanol) was then used for the final dehydration step of the "6 hour" protocol started in retort a at 17:39pm on (B)(6) 2015, from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in subsequent processing steps ultimately resulting in sub-optimal processing. The root cause for the sub-optimal tissue processing reported was a use error, which occurred when replacing the reagent in bottle 9 (ethanol) prior to commencement of the "6 hour" protocol started in retort a at 17:39pm on (B)(6) 2015, from which sub-optimal tissue processing was reported.

Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing of approximately 144 blocks from the 6 hour protocol. On (B)(6) 2015, a leica field support specialist (fss) attended the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fse measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable in all instances, with the exception of bottle 9. The measured ethanol concentration was 80%; and the corresponding calculated concentration was 99.7%. The fss cleaned reagent bottle 9 and re-filled reagent bottle 9 with fresh reagent. On (B)(6) 2015, leica biosystems received information from the laboratory indicating all tissue samples exhibiting sub-optimal tissue processing were diagnosable.